Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient was having issues with connecting with the pump. It was noted the issue started at least three months ago. It was also reported the pump had tilted some and moved from where it was. The patient mentioned it to their healthcare provider (hcp) about a month ago and commented that they had lost some weight. The patient was in continuous amount of pain lately and they were talking to their hcp about increasing the daily dosage. During the call, the patient reset the communicator and was able to connect to the pump without an issue. The patient reported they turned off the handset and communicator after use. The patient turned off the handset as they were going to reenact how they would attempt to connect next time. The patient reported seeing "app info, close app" on the main screen of the handset. The patient was not touching the screen when the "app info" message appeared. Agent warm transferred patient to healthcare it. Agent recommended patient attempt to connect again and if issue continues to callback patient services. During the call, the patient mentioned the home infusion nurse that fills the pump spoke with someone (unknown) who instructed them to call patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.